Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, low lead impedance was observed on the right ventricular (rv) lead. Patient felt pectoral stimulation. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.